Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation, however the log files required to confirm the internal error were not provided. The reported problem was not visually or functionally confirmed, either. Based on the reported description, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error. Because the log files (naviosystem and xsession logs) required to confirm the internal error were not provided, it cannot be confirmed that this is an occurrence of the known software error. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the internal error (confirmed via screenshot photo) is a known software bug that has been corrected and released in cori-v1.4.3 software. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori tka procedure, a warning "internal error" popped up stating: the system has detected that the application unexpectedly exited. Please contact robotics customer support. This happened 3 times exactly the same way before switching out drills. When new drill was calibrated, case was completed with no errors. There was a delay of fewer than 30 minutes. No other complications were reported.